Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they receive no delivery alarm. Customer blood glucose value was 157 mg/dl. Customer reported the alarm was resolved by reservoir changed. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Also inspected reservoir snap-cap width dimensions dop114-811 and d6014595. Using a new lab infusion set connected reservoir and found easy to connect or release. Evaluated 2 open or used reservoirs. Performed a visual inspection using dop114-811doc appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to verify snap-caps dimensions.